Event description:
A caller reported an occlusion alarm. There was no reported adverse impact on the customers blood glucose level. The customer resolved the issue by resuming insulin use. However, occlusions continued and a replacement pump was sent to the customer to resolve the issue.